Event description:
It was reported that signal loss occurred. It was indicated that the patient was using expired blood glucose meter test strips to calibrate the sensor, which is misuse of the device. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).